Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the stenosis remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an unknown model porcine mitral valve was disabled via a valve-in-valve procedure after unknown implant duration due to stenosis and regurgitation. A 29mm transcatheter valve was implanted. Patient did great. No additional details were provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology.

Event description:
Edwards received additional information through follow up with the healthcare provider. It was reported that a 31mm porcine mitral valve was disabled via a valve-in-valve procedure after an implant duration of 20 years, 9 months due to degeneration, stenosis, and regurgitation. A 29mm transcatheter valve was successfully implanted. The patient tolerated the procedure well and was transferred to the ICU in stable condition. The patient was discharged in stable condition on post-operative day three.